Event description:
The patient underwent a liver transplant on [date redacted]. During the follow up office visit over 3 weeks later, the physician attempted to remove the jp (jackson-pratt), but it broke off. The patient was taken to the or (operating room) for removal of the remaining part.